Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5 describe event or problem - updated. H6 device codes - updated.

Event description:
It was reported that the sheath valve was compromised. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. It was noted that the sheath valve was compromised. The procedure was completed successfully, though it is unknown if the sheath was replaced or not. No patient complications were reported. The device is not expected to be returned for analysis due to disposal. It was further reported that upon inserting the farawave catheter into the sheath air was withdrawn during multiple aspiration attempts, leading to the conclusion of a compromised valve. The sheath was replaced in order to complete the procedure.

Event description:
It was reported that the sheath valve was compromised. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. It was noted that the sheath valve was compromised. The procedure was completed successfully, though it is unknown if the sheath was replaced or not. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.